Manufacturer narrative:
The manufacturer previously received an allegation in relation to a dreamstation CPAP pro device. The patient has alleged eye irritation, kidney disease/toxicity, cancer. Medical intervention was not specified. There is allegation of serious or permanent harm or injury. The patient has alleged visualization of particles. The device was returned to the manufacturer for investigation. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. All mandatory section updated and corrected.

Manufacturer narrative:
Section type of reported complaint updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, kidney disease/toxicity, cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.